Event description:
This was a lead extraction case performed in the or to remove three leads (B)(4) due to infection. An arterial line was placed and tee and fluoroscopy were utilized throughout the case. Surgical backup, blood, and a thoracotomy tray were also available in the room. The physician used a 14fr sls ii, and removed the ra and rv leads. A pocket revision was then completed and the physician began to remove the epicardial lead from the left chest area. The patient experienced a complication and the cardiac surgeon performed a sternotomy. The final lead was removed and a tear in the innominate-svc junction was identified and repaired. Patient was stabilized and moved to iccu. Eight days later the patient experienced severe anoxic encephalopathy and svc syndrome. A dnr order was in place, and the patient expired. No device was returned for engineering inspection. No lot number was provided, so no qa review could be conducted.

Manufacturer narrative:
A review of this file on (B)(4) 2012, found that, although the death of the patient had been reported, had not indicated the outcome as a death. The re-evaluation of this file determined that the death should have been indicated. This information is corrected in this follow-up.